Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Subsequently, the patient underwent an abutment replacement procedure for a longer abutment (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.